Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed based on the archive data review and during functional testing. The root cause was due to the defective drive train motor due to wear and tear. The auto pulse platform was manufactured in 13 march 2008, and is over 12 years old. Well beyond the expected service life of 5 years. During visual inspection, the platform was observed one of the head restraints was cut. The head restraint could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. In addition, front and bottom covers had multiple cracks, and at the screw well as well. The root cause for the cracks on the covers are due user mishandling such as a drop. These observations are not related to the reported event. Review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message, thus, confirming the reported complaint. The investigation findings revealed that the drive train motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out, and would not lock into the drive train motor shaft dimple locking well, and caused the brake to disengage. The drive train motor was replaced to address the ua139 error. The auto pulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. After replacing the top, front and bottom cover, and drive train/clutch plate, the auto pulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault, or error. The brake gap inspection was performed and verified the brake gap was within the specification. The auto pulse platform passed the final testing without any fault, or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for auto pulse with serial number (B)(4). Per medical safety assessment, the death was not related to the auto pulse device. The auto pulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the auto pulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the auto pulse did not start, or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The auto pulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of auto pulse the trained user reverts to manual CPR. The transition from auto pulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event, and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a (B)(6) years old female patient on cardiac arrest weighing approximately (B)(6) lbs. Who was asystole. During transport, the autopulse was stopped on two occasion to reposition the patient. Lastly, the platform displayed "system error, out of service, revert to manual CPR" error message, prior to arrival at the hospital. The crew immediately performed manual CPR. The patient expired. As per the customer, the patient's death was not related to the autopulse system.